Event description:
Pt had rectal ulcer that was actively bleeding. Dr. advanced the cook medical hemoclip but as soon as it appeared in view, the clip loosened and was not opening. Instrument was able to removed and clip was intact and deployed outside of patient.